Manufacturer narrative:
Review of programming / device diagnostic history.

Event description:
Manufacturer identified through review of the programming history that vns patient's settings were programmed to 60 minutes. Even though this may be intentional settings, the manufacturer identifies this specific setting to faulted diagnostics testing. Good faith attempts to obtain more information regarding patient settings from the treating neurologist have been unsuccessful to date.